Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter; product ID: 8784, serial# (B)(4), implanted: 2016, explanted: (B)(6) 2018, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 12.5mg/ml; 0.6mg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2018. It was reported the patient experienced symptom return with an increase in post implant pain and withdrawal symptoms. The patient could feel the pump moving around a lot in her abdomen and felt it flipping. The patient was not receiving delivery of drug. The patient denied any falls, accidents or any recent weight loss or weight gain. The physician did not do a dye/roller study. X-rays were performed which proved the catheter had come out of the intrathecal space. The physician believed that the pump flipping caused the catheter to come out of the intrathecal space. A pump revision surgery was performed (B)(6) 2018. The pump was explanted from patient¿s abdomen and moved to the patient¿s right flank. A new 8780 catheter replaced the old catheter. The explanted catheter was discarded. The issue was resolved. Patient weight and medical history were asked and will not be made available. Patient status was alive - no injury. No further complications were reported.